Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 187 mg/dl after the most recent occlusion. A cause of the past occlusions was unable to be determined and as the pump cartridge had been changed prior to contacting tandem technical support, a system check was unable to be performed.